Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was t-wave oversensing after implant. The asymptomatic patient presented in the hospital after initial implant of the device. Upon interrogation following the procedure it was noted that t-wave oversensing was occurring very sporadically. Review of freeze-captures revealed the rv bipolar channel was turned on instead of the vsense amp. The patient's status was stable and was continued to be monitored. The t-wave oversensing was resolved by reprogramming max sensitivity and intervention.